Event description:
Routine complaint investigation when a consumer reported receiving a high reading of 90 mg/dl on their precision qid blood glucose monitor. It was identified that customer was using expired test strips that were not calibrated to their monitor. This may have resulted in the customer obtaining treatment through their local emergency room on 2 consecutive days for treatment of low blood glucose.